Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was further reported that there was sensing difficulty and that during testing with a new pace/sense lead, therapy failed due to broken coils. It was also reported that during implant attempt of a new ICD, the wrench would not disengage from the setscrew, and the device was dropped.